Manufacturer narrative:
The insulin pump was received with normal operating currents. Also, passed self-test, rewind test, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed error alarm due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting, customer reported that settings were reset. After troubleshooting, customer was advised that insulin pump would need to be replaced.